Event description:
During a phacoemulsification procedure, the physician felt a shock from this phacoemulsification handpiece and the handpiece quit working. The surgeon was able to complete the procedure using an irrigation/aspiration handpiece. There was no injury.